Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately on (B)(6) 2025 around 08:00am the patient checked the cgm and it was showing 220 mg/dl. She thought it was not right since she felt that it was higher so she checked a bg finger stick and it was showing 300 mg/dl. The patient tried to calibrate her cgm, but it did not rectify the readings. She injected novolog insulin using a pen. In the afternoon of the same day, she started to feel fatigue, became nauseous and vomiting. Her parent drove her to the emergency room and arrived at the ER around 02:30 pm. Her bg was checked but she could not remember the value, but she was informed that it was high and the cgm was not checked. They administered insulin IV, saline, IV magnesium. The patient stayed at the hospital until around 02:00 pm on (B)(6) 2025. They checked her bg before discharged and it was around 120 mg/dl while cgm was not checked. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.